Manufacturer narrative:
(B)(4). The cause of this peritonitis event was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was further described as the patient touched the end of the transfer set. The patient did not require hospitalization. On the same day as the onset of peritonitis, the patient was treated with cefazolin intraperitoneally (ip) (1g, frequency not reported) and ceftazidime ip (1g, frequency not reported). Three days later, treatments with cefazolin and ceftazidime were discontinued. The next day, the patient began treatment with vancomycin ip (1g, frequency not reported) for the peritonitis. The patient was retrained on aseptic technique. At the time of this report, treatment with vancomycin was ongoing and the patient had not yet recovered from the peritonitis. No additional information is available.